Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that after the case, there was a "trace" pericardial effusion noted on intracardiac echocardiography (ice) imaging as part of a regular post-ablation ultrasound check. The patient had no symptoms at that point, and another physician was consulted on next steps. The physicians decided it was "small enough" and was not seen in multiple ice views. The catheters were removed from the patient and the patient was sent to the recovery area. While in the recovery room, the patient had chest pressure and hypotension. A pericardiocentesis was performed. The patient status is unknown at this time- the caller assumes the patient is fine. The adverse event was discovered post-use of biosense webster, inc. Products. The physician had said that since the patient was small, "anything could have rubbed against something". Transseptal puncture was performed with baylis. Prior to noting the cardiac tamponade, ablation was performed. No evidence of steam pop. The event occurred post ablation. Irrigated catheter was used in the event, the flow setting was smarttouch surround flow, 8/15ml/min. No error messages observed on biosense webster equipment during the procedure. The effusion was discovered/noticed via post ablation ultrasound check. It was confirmed via the soundstar catheter. Pericardiocentesis was performed, 400ml of fluid was removed. Procedure had already been completed. There was no evidence of any effusion present before the procedure. Additional information was received. Relevant tests/laboratory data- act recorded over 400 when in left atrium. Transseptal puncture was performed with a baylis versacross rf wire and fixed sheath. The event occurred in recovery room, after sheaths pulled. Irrigated catheter was used in the event, the flow setting was low: 2; high: 15. Visitag module was used, parameters for stability used was 3mm;3sec;25%;3. Additional filter used with the visitag was resp. Impedance custom 3-10 was used.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).